Manufacturer narrative:
(B)(4). The investigation did not confirm any abnormalities concerning seals, no failure mode was identified. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications. The concomitant device lf1637 was not returned.

Manufacturer narrative:
(B)(4). The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that dr. (B)(6) was doing a case using a forcetriad and four lf1637's which failed to seal following the normal sealing cycle tones, two lf1637 covidien ligasure instruments and two lf1637 stryker reprocessed ligasure instruments. The forcetriad was checked out by the customers biomed and seemed to work fine. A different generator was brought in and all four ligasures worked. All four ligasures were discarded. No patient injury was reported.